Event description:
Caller reported that pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Cts educated the caller about the reset of insulin settings when the pump turns off, and customer resumed insulin delivery. Cts advised uninstalling and reinstalling the mobile app, with follow-up if battery depletion exceeded 35% per day, and customer acknowledged instructions.